Event description:
Pt's legacy pump had a high pressure alarm with pump# (B)(4). She said she had checked the tubing and everything is fine. She turned on and off twice, and it went away after the second time she turned it off. She is switching back to her other pump. Pump will be replaced and return box sent. No injury as a result. Dose or amount: 125 ng/kg/min, frequency: q 48 h, route: IV. Dates of use: from (B)(6) 2011 to present. Diagnosis or reason for use: pah.